Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving saline via an implantable infusion pump. It was reported that the pump and catheter were fully explanted after a suspected cerebrospinal fluid (csf) leak and pump pocket infection. There were no known factors that may have led or contributed to the issue. It was noted that during surgery, no active csf leak was found; fibrin glue was applied to dura and the pocket sight was irrigated with antibiotic solution. The issue was resolved and the explanted devices were discarded. The patient was reported to be alive with no injury. No further complications have been reported as a result of this event.